Event description:
It was reported that a balloon rupture occurred. A contralateral approach was used during access to the target lesion which was located in the moderately tortuous, mildly calcified right superficial femoral artery (sfa). A 5.0mmx60mmx135cm (4f) fg sterling mr sterling balloon catheter was advanced for pre-delitation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The lesion was successfully dilated with mustang balloon catheter and the procedure was completed. No patient complications were reported.